Manufacturer narrative:
A review of the device software was performed. The reported event of atrial markers being present were reported to abbott and confirmed. Atrial markers are displayed even when pacing is turned off. The device is performing per design.

Event description:
During an initial implant procedure, incorrect measurements were observed on the device. No intervention has been performed. The patient was stable and will continue to be monitored.